Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to contact technical support again if the issue reappears, which they acknowledged and understood.